Event description:
In 2000, rptr had first surgery on right knee. The surgery didn't stop the pain. In time dr said, they will have to operate again. After the operation he said the original part wore out prematurely, and said the second surgery should correct the problem. Again, the pain never went away, after many tests and shots, rptr still had the pain. Dr said they should operate again. Rptr decided to wait. In 2004, rptr had another partial knee replacement on left knee because they were missing cartilage. Rptr wanted a total knee replacement because the last two didn't work, but doctor assured rptr, a partial would work. So, again, rptr had a partial knee replacement. After 5 months, rptr is still in pain. Now, dr said, rptr should have a total knee replacement on both knees. Rptr questioned each doctor about why the partials didn't work, and they can't or won't give them a reason.